Event description:
A resolute integrity otw drug eluting was being used to treat a lesion in the lad which was severely tortuous and severely calcified. The device was inspected prior to use and negative was performed with no issues noted. Pre-dil was not performed. Resistance encountered when advancing device. The device was unable to cross the lesion and on removal it was noted that the stent was damaged. Another resolute integrity otw stent was used and it was also damaged on removal. The guide catheter was changed and the lesion was pre-dilated and procedure was completed. The resolute integrity devices did not pass through any previously deployed stents. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Results: lesion not pre-dilated, stent deformation, lesion morphology, no results available since no evaluation performed, device not returned. Conclusion: lesion was not pre-dilated, stent deformed, lesion morphology, device or procedural images not provided for review.